Event description:
(B)(6). Same case as 2134265-2010-04885. It was reported that during a coronary artery stenting procedure incomplete stent apposition occured. The target lesion was located in the mid right coronary artery with 75% stenosis and was 30.0 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and implanting a 4.00 mm x 38 mm and a 4.00 mm x 12 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete stent apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).